Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that an "asystole alarm was not triggered" on (B)(6) 2019 between 15:30 and 15:45 for the patient in bed 14. The patient suffered from a respiratory arrest and it took 4 minutes of emergency treatment and 2 injections of adrenaline to recover the patient.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The intellivue mx800 patient monitor was used on a paced patient and was set to start stimulating the patient at 80 beats per minute (bpm). The clinical staff was attending other emergencies, and when the nurse came back to the patient's bed, the monitor was indicating a heart rate (hr) of 80 bpm, but the patient was completely still and looked greyish. The clinical staff stated that no asystole alarm was generated. The fse collected the alarm logs from the central station which were forwarded to philips product support engineering (pse) for evaluation. A lot of activity associated with bed 14 was seen on the logs. Multiple desat and vtach / vfib alarms were announced in the provided time frame of 15:30 to 15:45 and were silenced from both the central station as well as the bedside monitor, indicating that the monitor was generating alarms as expected. An asystole alarm was not generated during the given time period. ECG strips as well as the alarm review from the bedside monitor for the time in question had been requested, but were not made available for evaluation. Based on the central station alarm logs alone, the exact cause for the reported issue could not be established. The customer was advised of the investigation result by letter. The device remains at the customer site the evaluation of the provided central station alarm logs revealed multiple vtach / vfib and desat alarms, however, an asystole alarm was not generated in the time frame provided. As ECG strips and the alarm review from the bedside monitor were not available for the time in question, the exact cause for the reported issue could not be established. A malfunction of the monitor at the time of the event cannot completely be ruled out based on the information provided. No further calls from the customer were logged for the reported device and issue. No further investigation or action is warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.